Event description:
It was reported from a study that a patient developed a superficial infection at the implant site. Revision surgery has not been performed.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).